Manufacturer narrative:
The following devices were also listed in this report: bowed conical stem 17 x 235mm restoration modular hip system; cat# 6276-7-317; lot# unknown. 21mm mod rev hip body/bolt stdcomponent level; cat# 6276-1-021; lot# 49221601. Trident hemispherical cluster 52mm; cat# 502-01-52e; lot# 35693401. Delta v-40 ceramic head 36/+5; cat# 6570-0-236; lot# 5093368. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that a tha was revised due to infection. All implants were explanted.